Manufacturer narrative:
Evaluation summary: review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The user's report of the audio not working was confirmed. The cause of this malfunction was due to the red wire breaking off from the soldering point of the piezo. This malfunction does not affect the proper delivery of insulin or any other operating function of the pump. This report is being made under the requirements of the medical device reporting regulation and does not constitute an admission on the part of animas corporation of any deficiency in the performance of the referenced device.

Event description:
Patient reports that pump does not produce any sound. No beeps when giving normal or audio bolus even though sound is turned on.